Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. The required intake information to enable further investigation, such as the kit's lot number and logfiles, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Manufacturer narrative:
This supplemental report is being submitted to provide corrected data.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported an unconfirmed false positive result with the binaxnow¿ covid-19 antigen self test performed on (B)(6) 2021 on an unknown sample . The consumer reported that she tested other family members and they all came out negative;however, only her binaxnow¿ covid-19 antigen self test generated positive results. The consumer performed repeat testing with the binaxnow¿ covid-19 antigen self test and received a second positive result. The consumer stated that she was fully vaccinated in (B)(6) 2021. Technical services advised the consumer to take a pcr confirmation test to ensure results. Although requested multiple times, no additional patient information, including treatment and outcome, was provided..